Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two rotating hemostatic valves devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that during preparation, when the rotating hemostatic valve was attached to unspecified devices, air was observed to be coming in from the valve. Therefore, the device was replaced. The same issue occurred with two more hemostatic valves. There was no patient involvement and no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal and/or the connections were not entirely/fully tightened; thus resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.